Event description:
Reporter alleged obtaining discrepant back to back to blood glucose results of 437 mg/dl, 221 mg/dl, 180 mg/dl and 111 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she self-treated by drinking water and exercising. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the strips used and so nothing will be returned for evaluation.